Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing issues with fibers that are getting on the instruments and in some cases ending up in the eye. Additional information and product samples have been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible; additionally, the bill of materials and drawing could not be reviewed. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).